Event description:
A customer contacted baxter's technical service center regarding a bag that came unhooked, on the home choice (hc) unit. The problem was noted during use with the patient connected in fill 2. The technical service representative (tsr) explained therapy. The home patient (hp) had no idea how the bag fell off and came unhooked. The tsr ended therapy and said all new supplies were needed. The hp will call her nurse in the morning. There was patient involvement, however there was no patient injury or medical intervention, associated with this event. Baxter followed up with the patient. She confirmed that she is ok and has continued on with her therapy. She advised that she did not know how or why the bag became unhooked, she thought maybe she didn't tighten it enough however she did not visually inspect the cassette line that was attached to the bag or the connection on the bag itself.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. The problem is confirmed for the connection issue and the assignable cause can be determined as use error - incomplete connection, since the patient stated that they believed they didn't tighten the connection between the bag and the line, which caused the connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.